Event description:
The customer reported the backlight on the display failed, unable to see anything. This could impact the delivery of therapy or treatment of a patient. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.